Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/21/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was bleeding back through the hemostatic valve. The sheath was used in the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised and the blood loss was unknown. No medical intervention required to stop the bleeding. There was no reported patient consequence. It was also reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was not visualized on the carto 3 system. When connected, the system showed that it was loading, but once loading was finished, it showed the catheter as disconnected. To troubleshoot, the cable was reseated, carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was connected to different patient interface unit ports, the cable was exchanged, all without resolution. Physician did not want to further troubleshoot, they continued the case without the sheath visualization. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The carto 3 test was performed in accordance with bwi procedures. The carto 3 displayed an error 161 when was connected and the device was not displayed in the carto 3, the eeprom was tested and unable information was found in the eeprom information. A device history record was performed and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found; however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was bleeding back through the hemostatic valve. The sheath was used in the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised and the blood loss was unknown. No medical intervention required to stop the bleeding. There was no reported patient consequence. It was also reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was not visualized on the carto 3 system. When connected, the system showed that it was loading, but once loading was finished, it showed the catheter as disconnected. To troubleshoot, the cable was reseated, carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was connected to different patient interface unit ports, the cable was exchanged, all without resolution. Physician did not want to further troubleshoot, they continued the case without the sheath visualization. The hemostatic valve bleeding back issue was assessed as a MDR reportable hemostatic valve separation issue. The recognition issue was assessed as not MDR reportable. The device cannot be recognized by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The visualization issue was assessed as not MDR reportable. The device was not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.